Manufacturer narrative:
Received one used list# 140149291 primary plum set. As received a kink was observed on the outgoing tube of the cassette. No additional damage or anomalies were noted. Inspection of the kinks under uv light did not show any arrant solvent. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted on any of the sets. The tube was found to meet specification. The complaint of bending of the tubing at the filter outlet can be confirmed however, it was not found to occlude flow. The probable cause of the kink is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 11/19/2024.

Manufacturer narrative:
The device is not available for evaluation, however, device history review is pending.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where the customer reported bending of the tubing at the filter outlet causing occlusion. Occlusion of the administration system required a change of the tubing: customer stated risk of radioactive contamination, personnel irradiation and loss of the product (reduction of the dose injected into the patient due to low total volume). The product in the filter is nacl 0.9% . There was unknown patient involvement; harm was not reported as a consequence of this event.